Manufacturer narrative:
The complaint device is not being returned; therefore, it is unavailable for evaluation. However, we believe that this type of event is most likely technique related. This failure mode has been studied extensively by the quality engineers and it has been concluded that when the drill guide is bent by excessive mechanical force during drilling with a drill bit, the drill bit rubs against inner surface of the bent drill guide causing some metal to shave off the drill guide. At this time, there have been some design changes proposed to subvert and or greatly reduce this type of event. No further action is warranted at this time, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The rep is reporting that the lupine drill guides are bent and created metal debris in the joint during a shoulder procedure. The debris was removed with a shaver. To complete the case, the surgeon used same-like devices without any patient consequences. [See also associated MDR 1221934-2007-00188]